Manufacturer narrative:
(H3) the investigation into the reported "pump stop" has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found that there was no abnormalities found. The imc logs were investigated and showed that upon re- plug into the console the console was unable to read the eeprom of the impella 5.5. Multiple crc can be seen. The root cause of the eeprom corruption is unable to be determined. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records

Manufacturer narrative:
The pump was returned and an evaluation of the device is pending. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a 38-year-old male patient presenting for cardiomyopathy. During impella support, it was documented that the physician had unplugged the catheter to remove twists in the component and, upon re-insertion, they were unable to re-start the device. Multiple attempts were made, however, the issue continued and an "impella catheter defective" alarm subsequently appeared on the aic. As a result of the ongoing issue, the pump was replaced with another impella 5.5 pump. There was no harm to the patient.